Manufacturer narrative:
Supplement #1.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 02/18/2016. The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date apollo has not received the device. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. If returned, visual examination may confirm or determine another connecter type associated with this event. Additional information has been requested of the reporter regarding the date of the event, implant/explant dates, diagnostic testing, patient information, relevant history, and concomitant therapies. To date, no further information has been received by apollo. Device labeling addresses the reported event of port tubing break and leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have "fractured lap-band tubing at the port connector." The port was removed and replaced.